Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Manufacturer narrative:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. The pump was changed to resolve the alarm. The pump had not alarmed since it had been changed over 2 hours prior to the call.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. The pump was changed to resolve the alarm. The pump had not alarmed since it had been changed over 2 hours prior to the call. There was no patient harm or injury.